Event description:
A consumer reports blurry vision two years following bilateral intraocular lens (iol) implant surgeries. He has seen specialist and had numerous laser treatments with no improvement in his vision. Add'l information has been requested. Two medical device reports associated with this event. MDR# 1119421-2007-00457, MDR# 1119421-2007-00458.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot. Add'l information was requested 10/09/2007, 10/23/2007 and 10/29/2007 by fax, mail and phone. A completed questionnaire has not been returned.